Manufacturer narrative:
The device has been received at the manufacturing site and evaluation is in progress. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There has been one other complaint reported in the lot number. (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant procedure, the lens delivered rigidly, and came out with difficulty. There were no patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the device with the lens was returned. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger is at the trailing optic edge. The lens is advanced to the fill line. The trailing haptic is folded in on the optic. The leading haptic is extended. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Viscoelastic was not provided; it is unknown if the qualified product was used. The reported events cannot be verified. The lens was still in the device. The lens has been advanced to the fill line. The plunger, lens, and haptic positions are acceptable. Top coat dye stain testing was conducted with acceptable results. (B)(4).